Event description:
It was reported by the affiliate that upon receipt of the shipment, a package was received with the seal separated. Discarded.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Photograph received for evaluation. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.